Event description:
It was reported that during a laparoscopic gastric bypass procedure the white plastic on the blade fell off at beginning of surgery after only few activations. No adverse patient consequences were reported. Device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.